Manufacturer narrative:
Previous short to shield issues are reported under MFR. #2916596-2021-05656. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had "replace backup battery alarms" on (B)(6) 2022 due the battery having failed the load test. The patient had a history of short to shield issues and had their driveline repaired, but it failed. They were put on an ungrounded cable due to the repair failure. It was also noted that the patient experienced the same alarm back in (B)(6) 2021. Their backup battery was exchanged at that time. It was recommended that the patient's system controller now be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of backup battery faults due to the load test not passing was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 5 days (13apr2022 ¿ 18apr2022 per time stamp). Beginning on 16apr2022 at 20:31:45, backup battery faults were active due to the load test not passing. These alarms remained active through the rest of the log file. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information including if the event resolved with the system controller exchange and if anything would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.